Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6)). The investigation determined that the elecsys anti-hcv ii assay performed within specifications. A review of calibration and quality control data confirmed that all results were within the expected ranges, although a decrease in calibration signal levels was observed between december 2022 and january 2023. The root cause of the non-reproducible result could not be definitively determined; however, a pre-analytical issue could not be excluded. The device remains in operation at the customer site.

Event description:
The initial reporter alleged a non-reproducible result for one patient sample tested with the anti-hcv g2 elecsys cobas e 100 assay on the cobas 6000 e601 module. On (B)(6) 2023, the sample was tested using the anti-hcv g2 elecsys cobas e 100 assay and generated reactive results of 2.77 coi and 2.86 coi upon re-run. Following these results, a polymerase chain reaction (pcr) test for hepatitis c virus (hcv) was performed, which was negative (specific results not provided). On (B)(6) 2023, the same sample was re-tested using the anti-hcv g2 elecsys cobas e 100 assay and generated a negative result of 0.122 coi. The expected result for the sample was negative.